Manufacturer narrative:
Testing and investigation could not confirm the reported event of the device powering off with no audible alarm. No power loss was noted throughout testing procedures. The device passed all testing including sounding appropriate audible alarms.

Event description:
The pump "just shut itself off without sounding an audible alarm tone. The pump was programmed to deliver an infusion of normal saline. No specific progamming parameters wer provided. After an unspecified length of time, the pump "shut itself off." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.